Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number: (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set's crimped cannula. Site of insertion was right abdomen. Infusion set was in use for 1 day. No further information available.